Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state and cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena) since (B)(6) 2011 for bleeding menstrual heavy and contraception as well as ibuprofen and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infection"), diplopia ("double vision") and vision blurred ("blurry vision"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pain ("pain") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the pain, mood swings, fungal infection, female sexual dysfunction, migraine, headache, nausea, dyspareunia, diplopia, vision blurred, weight increased and abdominal adhesions outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal adhesions, diplopia, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essyre good position with b/lcomplete occlusion (B)(6) 2012, us pelvic transabdominal:transabdominal and transvaginal ultrasound performed. No prior study available. The uterus maintains normal contour, size and texture measuring 9.4 x 4 x 4.1 cm. There is no uterine mass. The endometrial lining measures 0.5 cm. Right ovary is normal in size and texture. Left ovary is normal in size and texture. Impression: normal pelvic ultrasound. (B)(6) 2015, uterus measurements: 8.4x4.5x4.2cm. Smooth contour: yes. Iud proper placement: yes endometrial stripe measurement: 7.6mm homogeneous right ov measurements 2.7x1.9x2.4cm. Left ov measurements 3.7x2.2x2.1cm. Most recent follow-up information incorporated above includes: on 18-sep-2018: events- "mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), double vision, blurry vision, weight gain, abdominal adhesions", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain (" pain"). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain outcome was unknown. The reporter considered pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.